Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Lvp 001 instrument inspection pass 7- 06/28/2019 07:04:31 dwayne davids (ddavids) biomed contact boyce langley 770-751-2682 boyce.langley@wellstar.org 07/12/2019 06:10:37 dung v nguyen (dnguyen) est rcl to mj. 07/22/2019 13:37:23 crisleivy pena (crpena) npi confirmed updated from rcl to mjr for the major repair needed per dung v nguyen, service tech. Repair approved by boyce langley, biomed at boyce.langley@wellstar.org for $365. New po# 1499786-0-svc. 07/23/2019 10:50:19 dung v nguyen (dnguyen) lvp bezel post recall completed. Replaced door assy broken top left side,rear case housing assy was broken upper well,ail sensor assy damaged housing and iui connector assy was corrosion. 07/24/2019 10:05:56 annette a mendez (amendez) 1001901763620003007600102839919618 12/12/2019 07:45:32 joseph kuhls (jkuhls) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.